Event description:
Facility reported that the blade of the scissor broke off in the patient's eye. The broken piece was easily removed without harm to the patient and the procedure went uninterrupted.